Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 30-degree endoscope had a mirror image, and it was not fully rotating the camera head. There was resistance in the camera head when manually turning. The procedure was completed with no patient injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the image was inverted. The endoscope did not move freely with uncontrolled motion. The event did not involve a reversed control on system arms. The patient was not involved when the issue occurred. The issue was identified during the procedure. Robot-assisted radical prostatectomy was being performed at the time of the issue. The endoscope was installed normally, in the up orientation. The surgeon confirmed the desired orientation. The endoscope adapter and base were still engaged. No damage was noted to the endoscope. The endoscope was not manually rotated 180 degrees. The procedure was completed with a backup endoscope with no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision problems, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed, and failure analysis confirmed the reported problem that the endoscope was not fully rotating the camera head. The complaint regarding image orientation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope had an inverted image. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.